Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description, part number, lot number. Himax 15mm x 15mm x 15mm - sterile kit, 7115-1515kt, 300074. Himax 15mm x 15mm x 15mm - component, 240004ep, 103082.

Event description:
Doctor reports that on (B)(6) 2019 he performed a 1st, 2nd, and 3rd tarso-metatarsal fusion surgery using crossroads staples for the 2nd and 3rd tmt fusions. He says that at some point post-surgery the proximal staple leg in the 3rd tmt joint broke. Doctor reports that the patient is a smoker and is also non-compliant with regards to weightbearing. However, he says on the oblique x-ray provided that the joints appear to be healing well and fusing.